Event description:
A pump alarm 30 was reported while the device was pumping.there was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge correctly and was able to resume insulin therapy successfully.